Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), autoimmune disorder ("autoimmune diagnosed"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), visual impairment ("vision probs"), nervous system disorder ("nuero condit/problems"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain, dyspareunia, menorrhagia, blood disorder, cardiac disorder, psychological trauma, bladder disorder, urinary tract disorder, fatigue, visual impairment, weight increased, nervous system disorder, migraine and headache outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, bladder disorder, blood disorder, cardiac disorder, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, visual impairment and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Case was upgraded from non-serious to serious incident. Essure removal information was received. Previously reported events - genital bleeding and autoimmune disorder were downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure (ess205), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "did not undergo confirmation test". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed"), autoimmune disorder ("autoimmune diagnosed"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), visual impairment ("vision probs"), nervous system disorder ("neuro condit/problems"), migraine ("migraine") and headache ("headaches"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain, dyspareunia, menorrhagia, blood disorder, cardiac disorder, psychological trauma, bladder disorder, urinary tract disorder, fatigue, visual impairment, weight increased, nervous system disorder, migraine and headache outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, bladder disorder, blood disorder, cardiac disorder, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, visual impairment and weight increased to be related to essure (ess205). Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.